Event description:
It was reported by the rep the device was used in a laparoscopic assisted vaginal hysterectomy. It was reported while using the lcsc5 a solid tone was heard. A new lcsc5 was opened and used for most of the duration of the case. This lcsc5 also failed just before the end of the case. A third lcsc5 was opened and the case was finished. The batch number of the second instrument used was the same as the first one. Packaging was marked to denote the second lcsc5 used in the case. The second one was also hitting metal in the case. There is no consequence to the pt.